Event description:
It was reported that the home patient (hp) had a system error 2240 (air and fluid in line) on the homechoice (hc) device during dwell three of five of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that the supply bag had leaked but they did not know how it happened. The technical service representative (tsr) advised the hp to start therapy over using new supplies. The tsr reviewed proper procedures, per the user manual, with the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.